Manufacturer narrative:
One cardiomems power supply and power cord were received for evaluation. Visual inspection revealed that the power supply was frayed, and wires were exposed. No fraying or exposed wires were seen on the power cord. Customer reported unit revealed exposed wires coming from the power cord. Unconfirmed. There were no indications an/or visual evidence of any exposed wires coming from the power cord. Unit revealed exposed wires coming from the power supply - confirmed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported fraying and sparking at the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.